Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 413 mg/dl during time of incident. The customer treated with syringe. Customer noticed that the quick release was not connected properly. The customer stated that he did a 5 miles walk earlier and mainly sat inside the house. Customer declined to troubleshoot for high readings.